Event description:
On (B)(6) 2011, the reporter for the lay-user/patient contacted lifescan from the (B)(6) alleging that a one touch verio pro meter displayed the apply sample icon. Per the reporter, the patient did not allege any harm or injury because of the reported issue. The reporter did not have the meter nor the test strips to go through troubleshooting. No replacement products were sent. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter displayed the apply sample icon. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.